Event description:
Two of the facility's ski patrol teams responded to a patron in cardiac arrest. The team with the reported device arrived first, began CPR and attached the device to the patient with disposable defibrillation/ECG electrodes and pushed the analyze button. The device advised a shock but, according to the reporter, the device's service indicator illuminated and it would not deliver a shock. The second team, already at the scene with another brand AED, used their device to deliver an unknown number of shocks. The patient was not resuscitated. The reporter stated the device did not cause or contribute to the patient's death because of the immediate use of the backup AED.